Event description:
It was reported that this implantable cardiac resynchronization therapy pacemaker (crt-p) has an estimated 3 years of battery longevity. Alert 1003 was not triggered, and smr 6 was uploaded. As of this time, the device remains in service. No adverse patient effects were reported.